Event description:
Another country's facility indicated the male pt reported that the transfer set was dripping into the catheter. The pt complained of abdominal pain. The peritoneal dialysis cloudy effluent was analyzed and the results indicated the leukocyte count was 500 cells/mm3, neutrophils of 94%, and lymphocytes of 6%. Fluconazolo (diflucan) 200mg tab once a day was started in late 2008. The pt's current status is unk. No further info is currently available.

Manufacturer narrative:
The sample was discarded, and it is unk if a comparison sample is available for eval.